Event description:
The customer requested an inspection of the rika device after a reported patient death post plasmapheresis procedure. Vitals were obtained prior to the procedure and within acceptable limits per the customer's policy. The customer reported that the donation went to completion and attained target volume with no adverse events reported. The donor passed away the day following the procedure on rika, (B)(6) 2024. The autopsy report is not available. Collection ID #: 18507729518 this report is being filed due to patient death, though at this time there is not an allegation that the device caused or contributed to the patient death. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a preliminary review of the run data file (rdf) for the procedure found no unusual machine behavior. Two instances of a low access pressure alarm (alarm number 4602) were recorded during the procedure. The procedure met its target collected plasma volume of 800 ml and total collection volume of 886 ml. An estimated 500 ml of saline was delivered during rinseback. Per the customer, a service technician checked out the device at the customer site and performed all auto tests and a fluid test with passing results. The technician determined that the device was working as intended. Initial investigation concluded that this does not have an impact on the functionality of the machine during a procedure. The rika machine performs a calibration of the line sensor before each procedure. The line sensor calibration values for collection ID 18507729518 were reviewed, and the values were within normal ranges. The line sensor values during the procedure itself were also reviewed, and the values were within normal ranges. The line sensor is working as intended. The following equation was used to calculate the ac infusion rate (acir): acir = vol. Ac to donor (14.379 ml)/procedure time (35.267 min)/donor tbv (4.802 l) = .0849 ml/min/ltbv review of the run data file showed the system to be operating as intended, and there were no signals to indicate the device contributed to the reported death. The rika system is safe to use. A disposable complaint history and device serial number history search were performed for this lot and found no other report similar occurrences a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer requested an inspection of the rika device after a reported patient death post plasmapheresis procedure. Vitals were obtained prior to the procedure and within acceptable limits per the customer's policy. The customer reported that the donation went to completion and attained target volume with no adverse events reported. The donor passed away the day following the procedure on rika, (B)(6) 2024. The autopsy report is not available and cause of death is unknown after multiple follow-up attempts. Collection ID #: (B)(6) this report is being filed due to patient death, though at this time there is not an allegation that the device caused or contributed to the patient death. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11 and corrected information in e.1. Investigation: a preliminary review of the run data file (rdf) for the procedure found no unusual machine behavior. Two instances of a low access pressure alarm (alarm number 4602) were recorded during the procedure. The procedure met its target collected plasma volume of 800 ml and total collection volume of 886 ml. An estimated 500 ml of saline was delivered during rinseback. Per the customer, a service technician checked out the device at the customer site and performed all auto tests and a fluid test with passing results. The technician determined that the device was working as intended. The line sensor values during the procedure itself were also reviewed, and the values were within normal ranges. The line sensor is working as intended. Performed ac pump cca, draw pump cca, return pump cca, multifunction cca, soft cassette cca, and dual-valve cca. Initial investigation concluded that this does not have an impact on the functionality of the machine during a procedure. The rika machine performs a calibration of the line sensor before each procedure. The line sensor calibration values for collection ID 18507729518 were reviewed, and the values were within normal ranges. The line sensor values during the procedure itself were also reviewed, and the values were within normal ranges. The line sensor is working as intended. The following equation was used to calculate the ac infusion rate (acir): acir = vol. Ac to donor (14.379 ml)/procedure time (35.267 min)/donor tbv (4.802 l) = .0849 ml/min/ltbv review of the run data file showed the system to be operating as intended, and there were no signals to indicate the device contributed to the reported death. A disposable complaint history and device serial number history search were performed for this lot and found no other report similar occurrences a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per terumo bct internal medical review, based on the limited clinical information provided and investigation findings of this report, the rika plasma donation system and the disposable set performed as intended. There were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any stated user errors that contributed to or caused the death of the donor in this report. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes include but are not limited to: * the donor's underlying disease state an undisclosed medical condition.